Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. One of three sets of setscrew marks on the connector pin were too proximal.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was capped, partially explanted, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.